Event description:
The representative reports that the lead impedance periodically spikes to over 3000 ohms. The sensing and threshold on the lead are within range and steady. The lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.